Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation a scratch was found at the center of the lens so the lens was not used. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was pressed against the posts and leaning down into the well area of the lens case. The optic has a large scratch on the anterior side of the lens near the central optic zone. The optic has additional small scratches and scuff marks on the anterior and posterior sides in the shape of an instrument used to grasp the lens was observed. The returned sample matches the attached photo. It is unknown if qualified products were used. Reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two photos were provided of the lens being held by tweezers. There appears to be a scratch/mark near the central portion of the optic. And clinical solution appears to be present on the lens. Associated products were not provided. It is unknown, if qualified products were used. Based on our observation of the attached photos, the lens is scratched and clinical solution appears to be present on the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined, based on available information. The manufacturer internal reference number is: (B)(4).